Event description:
This product should not be in aisles with other normal contact solutions. Rinsed my contact lense in clear care contact lense solution and experienced burning, stinging and eye redness. It burned so bad I couldn't take the contact out. Did the problem stop after the person reduced or stopped using the product? No. Frequency: daily. How was it taken or used: ophthalmic. Reason for use: to clean contacts.